Event description:
The facility's nurse informed the MFR's sales representative of the following: a tear was noticed in the distal tip of the catheter. The facility's technologist informed the MFR's representative that the technologist was not present at the time of the procedure, but did not feel that this event was due to a product defect. The tear may have been caused by the tunneler during the insertion procedure; however, technologist could not say for sure. No further details were provided.